Event description:
Event description guidant/crm received information that at the replacement procedure of the implantable cardioverter defibrillator for normal eri, the irox lead was removed from service because of an impedance of greater than 2500 ohms. Clavicular wearing was noted on the lead at the removal.